Event description:
It was reported to boston scientific corporation that a jagwire guidewie was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013. According to the complainant, during the procedure the tip of the guidewire detached exposing the tip of the corewire. The detached tip was recovered using biopsy forceps. The procedure was completed with different devices with no patient complications. The patient's condition has been described as fine.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013. According to the complainant, during the procedure the tip of the guidewire detached exposing the tip of the corewire. The detached tip was recovered using biopsy forceps. The procedure was completed with different devices with no patient complications. The patient's condition has been described as fine.

Manufacturer narrative:
(B)(4) for the reported event of tip detachment. The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed.

Manufacturer narrative:
A visual examination revealed that the pebax section was detached/separated, exposing the tip of the core wire. The pebax section was returned and is damaged with presence of adhesive remnants found indicating that the pebax was properly attached to the core wire. No evidence of core wire fractured. It is possible due to anatomical/procedural factors encountered during the procedure, performance was limited and may have contributed to the failures. Therefore, the most probable root cause is ¿operational context.¿ a DHR (device history record) review was performed and no deviation was found. Similar complaint trend review performed and no other complaints reported for lot number 15794059.